Event description:
A smith & nephew acetabular cup and liner were used during a revision surgery to a biomet implant. The biomet hip had been in place for 10+ years. The pt dislocated on numerous ocassions, so an acetabular revision was performed. The biomet stem and mod. Head were not revised. As a result, surgeon removed smith & nephew components and replaced with biomet mating components. Surgeon does not fault smith and nephew, nor was the pt injured as a result.